Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details: the complaint product was not returned. Visual inspection of the product was not performed. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: fy-60ad). The exact root cause is not determined. Unique device identifier (UDI) number has been added. Correction of device manufacturer date from 05/2012 to corrected date of 05/31/2013.

Event description:
Doctor did not like the way the lens was sitting after he implanted it. Lens was explanted.

Event description:
Dr did not like the way the lens was sitting after he implanted it. Lens was explanted.